Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, during sensor deployment the canula detached and remained on the sensor wire. No additional event or patient information is available.